Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of a 5 cm abdominal aortic aneurysm. The patient was brought in emergently. The iliac arteries were calcified, and the left side was tortuous. The aortic neck was 18 mm in diameter uniformly along its length, 4 mm long, with a slight anterior angulation, and severe calcification. After the talent main body was placed, a proximal type I endoleak was noted due to the severe calcification. Another MFR's cuff was placed proximally; however, the type I endoleak was still present. Another MFR's stent was then placed, and there was an endoleak. The proximal area was ballooned non-aggressively with another MFR's balloon, entirely inside the stents/grafts, but the aorta ruptured near the left renal artery. It was decided to convert to an open repair and explant the talent bifurcated stent. The explanted bifurcated stent was discarded. The conversion with a synthetic graft was successful. No add'l clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Eval, results: endoleak, aortic damage, including perforation, surgical conversion to open repair; severe calcification. Conclusions: severe calcification.